Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure and actuating failure of the probe occurred during surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray was received for the report. The returned sample was visually inspected and was found to be nonconforming as orange/brown foreign material was observed on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for actuation and non-conforming for cut. During actuation it was observed that the rotational orientation of the inner cutter is non-conforming. The probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks at the bend area and a couple other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. The complaint evaluation confirms the probe had a cut failure. The root cause of the cut failure is related to the inner cutter rotational orientation prohibiting the cutter from making a cut. A non-conformance record has been completed for trending of the defect of inner cutter rotational orientation. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).